Manufacturer narrative:
Upon investigation, the technician found that the device had a cracked brake caster stem on the foot right brake caster. He stated that the casters have a metal rod which connects to the linkage assembly. He thinks the crack occurred because the head of the caster is plastic and over time, the plastic rubbing against the metal causes the stems to wear out. The brake casters on the device were installed in 2007 with no history of any malfunction or replacement. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the foot right brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brakes set but are not holding. The bed is located in the facilities basement. There was no pt/user injury reported. (B)(4).